Event description:
It was reported "the catheter was successfully inserted. About one minute after the pump was activated, the pump alarmed helium leakage. After withdrawing the catheter, it was found that the tip was bent. A new catheter was replaced and reinserted. The pump operated normally". No patient injury or consequence reported. The paitent's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted damaged, consistent with being broken at approximately 5.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. Least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be success-fully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation, which is consistent with the previously con-firmed broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.3cm from the iabc distal tip, which is the location of the previously noted damaged/broken central lumen. The guidewire was able to advance through the central lumen. Dried blood was noted on the guide-wire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump alarmed helium leakage" is confirmed. During the investi-gation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The broken central lumen allowed blood to enter the helium pathway and caused the helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was successfully inserted. About one minute after the pump was activated, the pump alarmed helium leakage. After withdrawing the catheter, it was found that the tip was bent. A new catheter was replaced and reinserted. The pump operated normally". No patient injury or consequence reported. The paitent's current condition is reported as "fine"